Event description:
A low readings issue was reported with the adc device. A caregiver reported that a low scan of 121 mg/dl was received on the sensor when compared to a laboratory result of 265 mg/dl. The results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the neo h meter optium was reviewed and the dhrs showed the neo h meter optium passed all tests prior to release. The dhrs (device history review) for the precision strips test strips and the dhrs showed the precision strips test strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.